Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. During the investigation, evidence of short battery life was observed with a 15 voltage drop leading to a ¿cs128¿ alarm on (B)(6) 2017. The battery compartment and cap were undamaged and able to fit securely. Evidence of moisture corrosion was observed on the display screen, with a leak test failed due to a display lens leak. The pump¿s ¿ez-prime¿ steps were performed correctly. All current readings were found to be above specification, the reported ¿short battery life¿ complaint was duplicated. The pump¿s cover was removed, and further moisture corrosion was found to the printed circuit board and to the cgm module. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter alleged moisture was present behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.